Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient went to see the neurologist on (B)(6) 2019 and she changed the patient's settings from 2.1 to 2.2. The patient stated this was really causing him trouble and he wanted to go back to 2.10. The patient stated he got stim down to 1.90 and it was not working too well. When the patient first checked the ins during the call, stimulation was off. It was reviewed how to turn stimulation. During the call the patient was able to adjust stimulation to 2.10. No further complications were reported or anticipated. Additional information was received from the consumer stating the circumstances that led to the stimulation being off was that the deep brain stimulation (dbs) was set a little too high by the doctor. The patient reached out to patient services to correct the settings.